Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge alarm 5 occurred. Reportedly, the customer removed insulin from the cartridge during pumping. Blood glucose was in the 300 mg/dl range. Reportedly, the customer continued using the pump and had manual injection as alternate insulin therapy.